Manufacturer narrative:
Patient's age was requested, but not provided. Manufacturer's investigation conclusion: a direct correlation between the device and the reported intracranial head bleed due to a fall and patient outcome could not be conclusively determined through this evaluation. The pump was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or qa specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists bleeding and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a traumatic fall at home and suffered an intracranial head bleed. Support was withdrawn and the patient passed away on (B)(6) 2022.